Event description:
The catheter was returned to the MFR after an elective pump and catheter replacement. The return paperwork did not suggest or question a malfunction of the catheter and no pt symptoms were reported. The catheter underwent routine analysis. The pump was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
The final device analysis revealed a hole in the catheter caused by the pump connector pin.